Manufacturer narrative:
A. Patient information not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the cardiovascular intensive care unit (cvicu) post operatively on day 7. There was concern for thrombosis with significantly elevated liver function tests (lfts), lactate dehydrogenase (ldh) and lactic acid. Log files were sent for review. The event log file captured brief isolated low flow events on 15mar2026 at 4:14:48 and 23:19:09. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The pump log files were unremarkable.